Event description:
The customer reported to customer service that the suction on her breast pump has become very low and she must set it to the highest vacuum level to express milk, but then it causes irritation on her breast. She has a second breast pump that she has been using which has good suction.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. In follow up, the customer indicated that she is pumping 4-8 times per day. When she first started pumping at the end of (B)(6) 2011, she had issues getting the breast shield to stay on her breast and developed mastitis for which she was prescribed an antibiotic for treatment. She did not report the issue and simply replaced her parts/accessories, which resolved the issue. Currently, she feels as though the suction on the pump is low and she must turn the vacuum level up which is causing breast irritation and loss of color on her left nipple. She has a history of vascular headaches and is on medication for that condition. Per clinical, there could be a possible connection between the blanching of her nipple and her vascular problems. She does not currently have mastitis and her replacement pump is working without issue. Her original pump has not been received as of the date of this report. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The customer was treated for mastitis in (B)(6) 2011 due to pump latch issues, which were resolved by replacing the parts/accessories. A pump malfunction was not indicated. She continued to use the pump for another 4 months or so until she began experiencing issues with low suction, at which point in time she did not develop mastitis, and she is currently using the replacement pump without issue. As of the date of this report, the original pump has not been received for testing/analysis. A conclusion as to the cause of the issue cannot be made. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues.